Event description:
It was reported that the customer's insulin pump was torn up and has errors. The customer experienced high blood glucose of 500's mg/dl and has treated with shots. The customer also reported that the insulin pump alarmed motor error. The customer mentioned that the he has not worn the insulin pump in a years and the battery is probably dead as no functions were operating with the device. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to constant motor error alarm. Insulin pump received with minor scratched display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.